Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with fatigue, palpitations and shortness of breath. The patient is on oral medication. The patient was scheduled for cardioversion. Cardioversion was performed successfully and converted atrial fibrillation to atrial-biv rhythm. The patient tolerated procedure well and will continue to be monitored.